Event description:
The hospital reported that when changing out the hp2 device the hemopro 2 extension cable would not disconnect from the device and the cord was destroyed. Locking mechanism was attempted to unlock per in usual fashion but would not disconnect from the device after multiple attempts. The vasoview hemopro 2 and cord were removed from service and replaced with a new hemopro 2 evh device and different cord, which functioned as intended without further issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.